Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2020 with the following findings: a review of the pump black box showed no evidence of power loss or rebooting. A visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap had stripped threads. The returned battery cap was unable to fit securely to maintain an electrical connection. A test battery cap was able to tighten enough to the pump to complete testing. The pump powered on and was exercised for 12 hours with no power interruptions or power loss occurring. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.